Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure, the magnet fell out of place and the patient received multiple inappropriate shocks. An alert for possible hv circuit damage was observed. After a device download was performed to clear alerts, the device was found to be in backup vvi. Another download was performed and successfully restored the device. After the download, a capacitor maintenance was performed and the alert for possible hv circuit damage was again observed. The device was explanted and replaced.

Manufacturer narrative:
No conclusion code available; the reported field event of hv circuit damage was confirmed in the laboratory. The device was tested on the bench and the hv output transistor was found to be damaged. The cause of the damaged output transistor could not be determined.